Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facscanto¿ ii flow cytometer waste leakage occurred outside of instrument. There was no report of user impact. It was reported that the aspirator arm is overflowing. Are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? Yes. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Was proper ppe was being worn at time of leak and during clean up? Yes.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, and serial # (B)(6). Problem statement: customer reported complaint on a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 28dec2019 to date 28dec2020. Complaint trend: the only complaint related to the issue of a waste leakage not contained within the instrument relating to the aspirator. Date range from 28dec2019 to date 28dec2020. Manufacturing device history record (DHR) review: DHR part #338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the aspirator arm leaking waste was due to a clog in the aspirator assembly. The fse (field service engineer) confirmed the issue and cleared the clog from the sample arm aspirator. After cleaning the system the instrument was tested and working as intended. No parts were requested for evaluation as there were no parts replaced. Clogs in the system can contribute to various risks including contamination of samples, erroneous results, flow rate issues, and leaks within and outside of the instrument. While in this incident patient samples were used, the results were captured prior to any diagnosis decision and no injury or harm was sustained by the patient or customer. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facscanto¿ ii flow cytometer instructions for use, #23-20269-00, page 149. The safety risk is limited, s2, and there was no impact to patient health or safety. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2000. Defective part number: n/a. Work order notes: subject / reported: aspirator arm is over flowing. Problem description: caller says she noticed this yesterday a little bit, but today is much worse. Work performed: cleared clogged sample arm aspirator. Cause: clog in aspirator. Solution: instrument operating within bd specifications. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿9¿ and has an rpn of ¿90¿ based on the previous scale rating. This rating is equivalent to ¿s3¿ in (B)(4) whereby there is potential for minor non-permanent injury should there be contact with the leaked material, though the issue was easily and quickly identified. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes/ no? Item: 7 1/8" - 1/16" fluidics coupling. Function: 7.1 connect 1/8" ID trap tubing to 1/16" pinch valve tubing. Potential failure mode: 7.1.1 clogs with salt crystals. Potential effect(s) of failure: 7.1.1.1 biohazard exposure. Potential cause(s)/mechanism(s) of failure: 7.1.1.1.1 waste trap overflows, leaks through bypass (biohazard). Current controls: automatic shutdown of fluidics, with di rinse. Recommended actions: 1. Eliminate reducer. 2. Incorporate level sensor in waste buffer tank. 3. Increase di cycle rinse time. Severity: 9. Occurrence: 2. Detection: 5. Rpn: 90. Item: (B)(4) aspirator pump. Function: 27.1 removes waste fluid from cytometer. Potential failure mode: 27.1.1 pump failure. Potential effect(s) of failure: 27.1.1.1 does not remove waste liquid from cytometer. Potential cause(s)/mechanism(s) of failure: 27.1.1.1.1 accumulation of blood debris and saline crystals on valve plates inside of pump 336096. Accumulation prevents proper seal of valves, diminishing pump efficiency (capacity). Current controls: 1. Fb21 low vac level monitoring - level same as in canto a. 2. Level sensor in buffer tank triggers emergency fluidics shutdown in approx. 4-1/2 minutes. 3. Universal safety precautions apply when dealing with biological samples (user's guide). Recommended actions: 1. Replace pump with self cleaning flapper style valves. 2. Close off v20 during sit flush to increase suction at sit. 3. Increased fluid capacity of sit channel to hold more than the liquid volume of a single sit flush. Severity: 5. Occurrence: 1. Detection: 1. Rpn: 5. Mitigation(s) sufficient: yes/ no ? Root cause: based on the investigation results the root cause of the aspirator arm leaking waste was due to a clog in the aspirator assembly. Conclusion: based on the investigation results the root cause of the aspirator arm leaking waste was due to a clog in the aspirator assembly. The fse confirmed the issue and performed a thorough clean to clear the clog. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer waste leakage occurred outside of instrument. There was no report of user impact. It was reported that the aspirator arm is overflowing. Are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? Yes. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Was proper ppe was being worn at time of leak and during clean up? Yes.